Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a power-on reset (por) message on the pt programmer screen. There was a loss of therapeutic effect, and the stimulation could not be adjusted. The por message had been showing for "several days." The pt had been going through radiation therapy for the past 6.5 weeks. Additional info has been requested, a follow-up report will be sent if additional info becomes available.